Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing and inappropriate automatic mode switch (ams) was noted on the right atrial (ra) lead. Provocative testing was performed and the ra noise resulting in oversensing and inappropriate ams was able to be reproduced. The physician suspected ra lead damage, however, diagnostic imaging was not performed. Abbott technical support was contacted, however no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.